Event description:
The olympus colonovideoscope was returned as part of the asset return process. Upon inspection and testing of the returned device, it was found that the bending section cover had foreign objects. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The colonovideoscope was returned to olympus as part of the asset return process. In addition to the reportable findings documented in b5, the additional device evaluation findings are as follows: the nozzle was shaved, the forceps channel port was shaved, water removal ability did not meet the standard value due to clogging of the nozzle, water tightness was lost due to deformation of the up/down knob and right/left knob, the bending angle in the up/down/left/right directions did not meet the standard value due to wear of the angle wire, the suction cylinder was shaved, the grip was sticky, the play of the right/left knob and up/down knob was out of standard value due to wear of the angle wire, the plastic distal end cover was shaved, the adhesive on the bending section cover was detached, and the universal cord had discoloration. Additionally, scratches were found on the following components: the connecting tube, the control unit, the scope cover, the universal cord, and the grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.